Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Medwatch number: mw5082573. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast implant surgery procedure with mentor medical devices (sal siltex rnd diap pkg 275cc) has experienced bilateral breast implant deflation which complicated with bilateral lymphadenopathy. It was also reported that the patient has reported unexplained systemic symptoms, which included but not limited to fatigue, anxiety depression, stress, muscular and joint pain, neurasthenia, paraesthesia, hair loss, memory loss, fever, sweating, sleeping disorder, mental concentration impaired cognitive and dermatological symptoms (no medical data [histology, laboratory] were provided). As a result patient underwent removal on (B)(6) 2017. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for the right implant.